Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient¿s implantable cardiac monitor (icm) exhibited failure to sense. Despite programming changes, the icm was unable to sense. Further troubleshooting recommendations were provided to the clinic and the patient had no symptoms.

Manufacturer narrative:
(B)(4).